Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred between the bd intima-ii¿ closed IV catheter system and paddle hub during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage was found during intravenous infusion". "The specific defect site: the patient child was admitted to the hospital on (B)(6) 2020 and underwent indwelling needle puncture. During the infusion process, it found that the connection between catheter and paddle hub was leaked, and the indwelling needle was immediately removed. Replaced the indwelling needle with a new one."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9197430. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that leakage occurred between the bd intima-ii¿ closed IV catheter system and paddle hub during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "leakage was found during intravenous infusion" "the specific defect site: the patient child was admitted to the hospital on (B)(6) 2020 and underwent indwelling needle puncture. During the infusion process, it found that the connection between catheter and paddle hub was laeaked, and the indwelling needle was immediately removed. Replaced the indwelling needle with a new one."